Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) contacted boston scientific to inform that their device delivered inappropriate shocks for two different ventricular episodes. It was reported that for the first episode, which occurred approximately three years prior, this device delivered six inappropriate shocks. For the second episode, which occurred approximately one month prior, four inappropriate shocks were delivered which resulted in patient hospital admission. Per patient report, the delivered shocks were inappropriate as stated by the health care professional (hcp). Additional information was received stating the shocks were inappropriate delivered due to atrial driven rhythms. A follow up in clinic took place and device reprogramming was performed. This ICD remains in service. No additional adverse patient effects were reported.